Manufacturer narrative:
The reported events were lead dislodgement and ¿lead sensing, capture, and lead impedance all had gotten worse¿. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Final analysis found found the inner coil was over torqued in the connector region consistent with the procedure damage. The reported events of ¿lead sensing, capture, and lead impedance all had gotten worse¿ were not confirmed. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited r-wave amplitude variation, increased capture threshold and worsening lead impedance. X-ray confirmed the lead was dislodged. The lead was explanted and replaced. The patient was stable.